Event description:
During verification testing at the service center, it was noted that the fluid shield diaphragm was undersized.

Manufacturer narrative:
During testing it was noted that the fluid shield diaphragm was undersized. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.